Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2019 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: review of the bolus history in the pump for the date 17-jan-2019 (the date of the alleged issue) revealed a total of eight boluses performed/recorded; the reporter alleged five were performed and only two were recorded in the bolus history. On investigation, the pump powered on normally and a normal 10-unit bolus and a 10-unit audio bolus were both performed successfully, and both recorded accurately in the pump¿s history. Investigation did not confirm nor duplicate the alleged ¿write to history¿ issue and the pump was found to be operating as intended without malfunction. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that they had programmed 5 bolus deliveries, but the pump only recorded 2 bolus deliveries in the bolus history. The reporter stated the patient experienced high blood glucose, but did not provide any further information regarding the blood glucose level and did not provide any information about additional symptoms suggestive of hyperglycemia. Therefore, no blood glucose excursion is being reported in association with this complaint. The reporter declined to complete troubleshooting activities with animas customer support stating they just wanted the pump replaced. This complaint is being reported because there is an allegation against the delivery function of the pump.